Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062918. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg tube/ j-tube placement. Refer to MDR 3010757606-2023-00629 for peg tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced severe pain near the stoma site. It was reported that the patient went to the emergency room, and was evaluated by the endoscopy department. An endoscopic examination was performed which revealed a bezoar was at the distal end of the j tube. It was reported that no gastric or intestinal mucosal damage was observed. It was reported that the clinical judgment of the physician was that the bezoar at the distal end of the j tube exerted tension on the peg tube with a poor fit of the external fixation plate which resulted in the invagination of the internal retainer plate in the diverticulum.